Event description:
The patient reported that they have an abbot spinal stimulator they are getting ready to have it taken out. The patient stated that trial for the spinal stimulator was fine and it worked, but about a week after the spinal stimulator was implanted, they fell twice. The patient stated that they got an x-ray and everything was in place. The patient asked an abbott rep why the spinal stimulator wasn't working because it wasn't helping their pain even after they tried everything they could with their controller. The patient stated that they will be getting an MRI to further address that. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".